Event description:
The event involved a plum duo infusion system, and it was reported that the pump completely froze. Medications stopped being administered. Continued to alarm but nothing would work or unlock the screen. Patient's pressure went above his goal. Medications switched to a different pump and pump removed from service. There were patient involvement and no patient harm.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.